Event description:
Infant born to a 35 yo (year-old), g2p1 (gravida 2, para 1). 37.2 ga (37.2 weeks gestational age). Gbr negative. C/s (caesarean) delivery. Apgars 8/9. Birth wt (weight): 2377g. At 2 hours of age, admitted due to respiratory distress. At 0052, initial blood glucose 35. At 0057, 1.5ml oral glucose gel given. At 0100, 7ml similac bottle fed, and repeat at 0220 blood glucose 61. Rechecked appropriately per protocol. At 0225, tfl 60ml/kg/d with d10 ivf (dextrose 10% solution, intravenous fluids). Advance feeds by 15ml/kg q (every) shift to goal of 160ml/kg/d and titrate ivf. Sepsis work up completed upon admission to nicu (neonatal intensive care unit). At 0225, d10 initiated at 5.9ml/hr. At 0515, glucose >600. D10 stopped at this time. Md (physician) immediately notified. That 250ml of d10 was infused. Orders received to recheck blood glucose in 1 hour. At 0530, insulin ordered and order for recheck 30 minutes after administered insulin then q 1 hour checks. At 0619, glucose >600, 0.02 regular insulin given at audit report shows pump was programed at 5.9 ml/hr with vtbi (volume to be infused) 5.9ml. Total volume per pump that was infused was 13.7ml, however entire bag of 250ml had been transfused. Term infant, admitted to nicu for respiratory distress and hypoglycemia.